Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based on the received condition of the device, the reported complaint was confirmed as a "seal did not load properly." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly. A replacement unit was used to complete the procedure. There was no pt effects. The product was returned.